Event description:
The customer reported the remote on their intellivue mp90 and the speaker have no power. The customer has indicated an error message. There is no indication that audio was being produced from the speaker assembly. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.